Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a shoulder arthroscopy, it was reported that there was shedding of the shaver metal. The particles were left behind in the patient's shoulder. Additional information received indicated that this occurred within the first 3-5 minutes of being in the shoulder joint. The blade had been positioned both flush and at a 45 degree angle relative to the tissue. The shavings were first observed when taking out the interval. An attempt was made to remove the shavings by opening a new shaver and flushing the shoulder; the surgeon is confident all debris was removed. No seizing was observed. There were no anatomy or procedure exceptions and there was no more force required in this procedure than typical. The procedure was completed with the same type of backup blade. There was approximately a minute delay in the procedure while collecting and opening the new blade.

Manufacturer narrative:
One 5.5 incisor plus platinum series blade was returned for evaluation. Visual assessment of the device confirmed the reported shedding. Evaluation of the edgeform shows the distal tooth of the inner blade edgeform has been worn away. The tooth wear appears to be caused by an impact with the outer edgeform during rotation which caused the tip of the tooth to abrade causing particles to be trapped in the gap between the inner and outer blade. The inner blade is galled in several places along its length. The slough channel is cracked. The blade was assessed for rotation and was found to rotate freely, however friction was detected upon rotation. It appears that the blade underwent excessive side loading during use. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).